Event description:
It was reported that poor barrier separation occurred with a bd vacutainer® cpt¿ nc: 0.45 ml ficoll¿: 1.0ml. The following information was provided by the initial reporter, "I have some of the above tubes catalogue number: 362781. I am using them for a whole blood stability assessment on pbmcs and we are having some trouble with the blood not separating even after 3 spins at 1800 rcf for 20 minutes. I was wondering if there is anything we could do to try and ensure this doesn¿t happen or if this is a common problem? As we are assessing stability we are leaving the tubes at room temperature for a variety of time before processing the times are: no more than 30 minutes from blood collection, 2hours after collection, 4 hours after collection, 6 hours and 24 hours. Would this have an impact? I know your instruction say to leave no longer than 2 hours but even at this time we couldn¿t get them to spin down."

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for poor barrier with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#373360. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for poor barrier with the incident lot was not observed. Further investigation has been initiated through CAPA#373360. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: CAPA#373360 has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified. H3 other text : see h.10.

Manufacturer narrative:
Medical device lot #: 9003657. Medical device expiration date: 2020-01-31. Device manufacture date: 2019-01-03.

Event description:
It was reported that poor barrier separation occurred with a bd vacutainer® cpt¿ nc: 0.45 ml ficoll¿: 1.0ml. The following information was provided by the initial reporter, "I have some of the above tubes catalogue number: 362781. I am using them for a whole blood stability assessment on pbmcs and we are having some trouble with the blood not separating even after 3 spins at 1800 rcf for 20 minutes. I was wondering if there is anything we could do to try and ensure this does not happen or if this is a common problem? As we are assessing stability we are leaving the tubes at room temperature for a variety of time before processing the times are: no more than 30 minutes from blood collection, 2hours after collection, 4 hours after collection, 6 hours and 24 hours. Would this have an impact? I know your instruction say to leave no longer than 2 hours but even at this time we could not get them to spin down."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that poor barrier separation occurred with a bd vacutainer® cpt¿ nc: 0.45 ml ficoll¿: 1.0ml. The following information was provided by the initial reporter, "I have some of the above tubes catalogue number: 362781. I am using them for a whole blood stability assessment on pbmcs and we are having some trouble with the blood not separating even after 3 spins at 1800 rcf for 20 minutes. I was wondering if there is anything we could do to try and ensure this doesn¿t happen or if this is a common problem? As we are assessing stability we are leaving the tubes at room temperature for a variety of time before processing the times are: no more than 30 minutes from blood collection, 2 hours after collection, 4 hours after collection, 6 hours and 24 hours. Would this have an impact? I know your instruction say to leave no longer than 2 hours but even at this time we couldn¿t get them to spin down."